Event description:
A customer reported "2300 sample loader step feed failure" error on the aia-900 analyzer. The issue occurred after removing a rack from the loader. The customer reset the power and an all-set-home was completed, but the issue remains when starting a run. The analyzer is down. A field service engineer (fse) was dispatched to address the reported event, which resulted in a delayed reporting of patient samples for cardiac troponin I (ctnl2) and creatin kinase md (ckmb). There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.

Manufacturer narrative:
A field service engineer (fse) conducted a site visit and was able to confirm the reported issue by witnessing it occur as soon as the rack started to move. The fse checked the x1 pitch sensor with the rack in the sample position and it was not aligned correctly. The fse re-aligned the x1 pitch sensor. The fse verified the resolution by running quality control (qc). The aia-900 analyzer is operating as expected. No further action required by field service. A complaint history review and service history review for similar complaints was performed for serial number (B)(6) from install date (B)(6) 2025 through aware date (B)(6) 2025. There were two similar complaints found during the search period, including this case. The aia-900 analyzer operator's manual under section 12: flags and error messages states the following: [2300] s. Loader step feed failure cause: the pitch sensor s071 failed to go on after the step feed. Action: check to see if there is any impediment to the sample rack feed. If the trouble reoccurs, contact the tosoh local representatives. Check s071 and the step feed mechanism. The most probable cause was due to a misalignment of the x1 pitch sensor, cause traced to maintenance.